Event description:
It was reported the customer was hospitalized on (B)(6) 2015 due to diabetic ketoacidosis. Customer reported the infusion site was infected. Customer was treated with intravenous fluids, an insulin drip, and insulin boluses. Troubleshooting was performed and pump passed delivery system check.

Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received a supplemental form will be completed.